Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that there was a power on reset (por) screen on the patient¿s recharger. It was noted that the patient had fully charged the ins two days prior. The por was cleared with the clinician programmer and no trickle charge was needed. It was reported that the ins battery was at 75%. The issue was resolved and no symptoms or complications were reported.